Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported just a few days after initial implant, the right ventricle (rv) was observed to have damage to the insulation. This was observed when surgical intervention was performed to replace the ra lead, which had dislodged. The physician decided to replace the rv lead for a new one. No adverse effects were reported. The lead will not be returned as it was discarded at the hospital.